Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a seam tear and vessel dissection occurred. Access was obtained via the right femoral artery. The vessel diameter was 4.4 mm. A 14 f isleeve introducer sheath was inserted; however, the physician felt some resistance. The physician immediately stopped and carefully turned and slightly pushed the isleeve without success. The isleeve was removed and a small seam tear was noticed. The isleeve was exchanged for another 14 f isleeve which was inserted without any problems. The procedure continued with the successful implant of a small accurate valve. Vessel closure was performed with a non-bsc closure device. At the level of the central marker on the closure device, a small dissection occurred which was treated with ballooning and a covered stent. No patient harm occurred. The patient is doing very well.